Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive patient result with the binaxnow¿ covid-19 antigen self test performed on a direct tested nasal swab sample on (B)(6)2022 that generated a positive result. The patient was tested a second time on the same day with a siemens clinitest covid- 19 antigen sample and generated a negative result. Pcr confirmation testing was performed at a health care providers on an unknown sample and generated a negative result (CT values not provided). The customer stated the patient was asymptomatic and the patient spent one day on transmission-based precautions while covid-19 was being ruled out with further testing. No additional patient information, including treatment and outcome, was provided.